Event description:
It was reported by service report that there was no power to the bed. It is unknown if there was pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result: power cord had a loose connection to the bed.